Manufacturer narrative:
The insulin pump was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that screen of insulin pump had dark spot and big crack and they unable to saw rest of image. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. Customer stated that damage caused to insulin pump was by normal wear and tear. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.